Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 42mm diameter thoracic aortic aneurysm. It was reported that approximately 6 months later, the patient developed a retrograde type a dissection (rtad) and was in shock. It was reported that an emergency procedure was performed but the patient expired. Per the physician, the cause of the event cannot be determined. It was also reported the blood vessel was fragile originally and was rather thick and the landing zone for the device may not have actually been in good condition. No additional clinical sequelae were reported.